Event description:
It was reported that the patient presented in the operation room for implant procedure. The outer insulation layer of the newly implanted right ventricular (rv) lead was found to be fissured. The rv lead was not installed and an alternate lead was implanted on (B)(6) 2022. There were no patient consequences.

Manufacturer narrative:
The reported event of insulation damage was not confirmed. As received, a complete lead was returned in one piece measuring 58.0 cm. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.